Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the crt-p could not be interrogated. No latitude data was available for review and the device memory could not be accessed. Additionally, the device exhibited no pacing pulses. The crt-p was cut open, and the internal visual inspection appeared to be normal. The battery voltage was noted to be 1.41 volts. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was subjected to detailed testing and while the battery was confirmed to be depleted, no component problems were identified. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted, and no allegations were made against the device. The device was returned to the post market quality assurance department. No adverse patient effects were reported.